Event description:
The account alleged the bed will not go into trendelenberg position. No injury reported.

Manufacturer narrative:
The account replaced the trendelenberg gas springs to resolve this issue.